Event description:
It was reported that the bd needle eclipse 25x1 rb safety mechanism failed (eclipse). The following information was provided by the initial reporter: "two instances where the safety part came off and this last time employee was stuck because the safety guard came off."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Imdrf codes must be updated.